Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue had been with full height drawer auxiliary 4. After rebooting, the problem was not resolved. The field service engineer found that full height drawer five had not been detected on the bus. Upon inspecting the machine, it was found that the solenoid had been locked up, the retractor band had been damaged, and the drawer controller board had no power. A field service engineer (fse) had replaced the solenoid, retractor band, drawer, controller, and module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.